Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset and distal area. One haptic had small split/cracks. The optic was torn/split/cracked (possibly cut) into two pieces and had a split/crack in the center that could have been interpreted by the customer as a scratch. No optic scratch was observed. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The user facility reported the use of an unapproved viscoelastic. Additional info has been requested. (B)(4).

Event description:
A user facility reported that following insertion of an intraocular lens (iol), a scratch was noted in the middle of the optic and diagonally. No pt injury was reported. The surgical procedure was delayed five to ten minutes. The user facility reported the use of an unapproved viscoelastic. Additional info has been requested.